Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm and the keypad was unresponsive. The customer reported that the keypad issue occurred, then the customer replaced the battery and received the unexpected restart alarm. The customer also reported that numbers were scrolling on the device's screen. The customer did not recall any significant events leading up to these issues. Blood glucose level at the time of the incident was not reported. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump was unable to verify alarm due to buttons not responding noted. No scrolling up arrow or numbers during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.